Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma (late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade unknown, "fluid buildup" and concern with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown, "fluid buildup" and concern with the product. Patient additionally reported "elevated liver enzymes," "brca1 breast cancer," and "lymph node removal" on unspecified side; these events are not related to the device. Device remains implanted.